Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. Initial reporter - the article was written by amanatullah, derek in the journal of arthroplasty vol. 26 no. 8 2011. It is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA.

Event description:
Information was received based on review of a journal article titled, "intermediate-term radiographic and patient outcomes in revision hip arthroplasty with a modular calcar design and porous plasma coating". This study aimed to assess outcomes of revision total hip arthroplasty's (tha's) when using the mallory head modular calcar revision system. The authors hypothesized that the multiple points of potential fixation provided by a porous-coated modular calcar body and stem prosthesis would allow its use in most revision femur scenarios, excluding only the most severe cases where both proximal and distal fixation would necessitate the use of a proximal femoral allograft or proximal femoral replacement prosthesis, using the mallory-head design manufactured at biomet. This study consisted of 25 patients and 26 hips with a mean age of 72 years old operated on from 1998 to 2005. Mean follow-up was 5.7 years. Survivorship at time of follow-up with an endpoint of revision for any reason was 100% with no re-revisions. 1 patient had deep infection, 2 early subsidence without progression and asymptomatic, 1 pedestal formation, 1 early trochanteric escape now healed, 1 heterotopic ossification, and 1 death unrelated to the surgery. There were 20 revisions due to aseptic loosening, 4 for infection, and 3 for fractures. The authors' observed low rate of radiographic loosening and re-revision as well as favorable patient-reported outcome scores supports the use of these stems in revision tha.

Manufacturer narrative:
(B)(4). This report is being submitted late as it has been identified in remediation. This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This record will address twenty (20) patients underwent revision due to aseptic loosening.